Event description:
It was reported a speedlock implant was attempted but not used as the physician was unable to completely disengage the insertion handle from the implant. The anchor was abandoned in the pt's bone with no functionality. A surgical delay of 15 minutes was reported as a result of this event. The MFR is awaiting further details on if and how the procedure was completed. No further info is available.